Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scoliosis surgery. Medical history: sclerotic bone. Dr. (B)(6) was trying to create a path for the expedium screw by inserting the pedicle probe (279702030) and since the patient's bone was extremely hard and sclerotic the pedicle finder was hammered down with a mallet and this is when the end tip of the pedicle probe broke inside the patient. The surgeon burred the surrounding bone and was able to retrieve the broken distal piece of the pedicle probe with a vice grip. This did cause a delay in the surgery (approximately 25 minutes). Although the broken piece was retrieved and nothing was left inside the patient. As well, on the same patient, following the pedicle probe incident, the surgeon wanted to further insert a pedicle screw (with the expedium screwdriver) and given the bone being so hard, the end tip became completely stripped off. Replacement for both items will be necessary. Broken pieces of the instrumentation could have been left inside the patient- the end tip of the probe could have remained inside the pedicle and prevent pedicle screw insertion and prevent a continuous fusion. The pedicle probe broke inside the patient which is an event that should not happen. Bone being very hard and sclerotic.

Manufacturer narrative:
One (1) expedium thoracic pedicle probe ¿ straight [product code: (B)(4), lot no: nw135706] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located 40mm from the probe¿s distal tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the thoracic pedicle probe distal tip breaking cannot be positively determined. However, the fracture analysis report indicated that the probe tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.